Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a male patient (age unknown), the device failed to capture the patient's heart rhythm. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2018-02627 for a similar event reported on the same patient.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. This investigation reflects both of the devices used during this patient event. The device's were returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device's were put through extensive testing including bench handling, defib testing, ECG testing, stress teasing , impedance testing and pace testing on a simulator without duplicating the report. The device's were recertified and returned to the customer. The customer's multi-function cables and ECG cables were inspected with no faults found. The non-zoll electrode pads and adaptors involved were not returned as part of this investigation. No clinical data was available. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to pace a male patient (age unknown), the device failed to capture the patient's heart rhythm. Complainant indicated that the clinician obtained another device (sn-t03h49036) and the device failed to capture the patient's heart rhythm. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2018-02627 that was inadvertently submitted for the second device used on this patient.